Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records. Additional information: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur? They fired two firings as they did not get all the way across with the first firing. Both firings looked, felt, and appeared to be normal until they went to use the circular and the staple line easily came apart. What color cartridge was being used? Blue. What other color cartridges were used before and after this event? None. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No. Were any unexpected noises heard? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. What were the patients pre-existing conditions? Unknown. Does the patient have any relevant history of surgical treatments? Unknown. How long has the surgeon been using this device for this procedure? Echelon flex for two years. First case with powered. Was there a recent conversion to ees devices in this account or with this surgeon? No.

Event description:
It was reported that during a lap sigmoid procedure, the surgeon used the device on the distal firing. He got close but not all the way across and he fired a second reload the last few ''mm's.'' The gun closed normally, fired normally, and we observed the knife blade travel all the way down the track. The reload was also properly reloaded as I observed it prior to firing. The firing looked fine and the surgeon then pulled the proximal bowel out of a wound retractor and made a cut for his proximal resection. They then used a purse string technique with our circular stapler anvil (25 or 29) and another surgeon went below to place the circular stapler. The moment they pushed the circular stapler into the rectum and touched the distal staple line it completely came apart and they saw the circular (anvil still closed) pop through the bowel. They described it as just gently falling apart. Upon looking at the staples many had completely straight legs. We found a few on the cartridge that were formed into b's but in the patient they weren't. The surgeon had plenty of length so he used a contour to fire more distally and completed the case. Patient is fine. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: 05/31/2012. Information anticipated, but unavailable at this time.